Manufacturer narrative:
The field service representative (fsr) was unable to duplicate the reported issue. He replaced the power cord and the circuit breakers as a precaution. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the power cord to meet specifications and the circuit breakers to operate as intended throughout the evaluation.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per data log analysis, on (B)(6) 2019 the system is powered up on battery backup at 5:17:23 am. At 8:33:01 am the system is still on battery and is power cycled and remains running on battery backup. At 9:01:43 am the system does a "depleted battery shutdown". Both time remaining and nach were 0 indicating the batteries are good. At 9:04:48 am the system is powered up again on battery but does a depleted battery shutdown after 3 minutes. At 10:13:19 am the system is powered up again on battery but then switched to ac power after 2 minutes. After this the system switches between ac power and battery backup many times. There is no way to tell from the log if ac power was disconnected or if a breaker tripped. It's likely that a breaker tripped and the switches between ac power and battery were attempts to reset the breaker.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) was running on battery while plugged into an alternating current (ac) outlet, and then shut down. As a result, the unit was hand-cranked and then an alternative device was employed. The surgical procedure was completed successfully. There was a 12 minute delay and a 1500 milliliter (ml) blood loss. Per clinical review: during setup for a cpb procedure on (B)(6) 2019, the team had some concerns with the battery and ac outlet that the hlm was plugged into. First thing in the morning, the team turned on the hlm and the pump said it was running on battery, even though it was plugged into a boom/ ac power. The team confirmed that the pump was on its own circuit, and that nothing else was plugged into the same circuit. The team confirmed that the boom had power to it, since other things were plugged into the same boom, and different circuits were running as expected. The team noticed that the pump's battery time was dropping significantly in a short matter of time, and was still reading that it was on battery power. The perfusionist switched the hlm plug to a different circuit on the same boom, but the hlm was still reading that it was on battery and the battery level continued to decrease. A second boom was located and the pump was tested in those power outlets, and the problem persisted. The team checked to make sure the connection of the power cable was secure where it plugged into the housing of the hlm, and no issues were detected. The team opted next to turn off the hlm for a few minutes then turned the pump back on, but the same indications of being on battery power occurred. The primary perfusionist consulted with a few of their colleagues along with the surgeon and the consensus was to continue and go on cpb. Approximately five minutes after commencing cpb, the hlm completely shut off. One perfusionist hand cranked the arterial circuit. Another team member went and retrieved another hlm with disposables on it, primed that circuit, and the team switched over to the different hlm with new disposables. The delay which included hand cranking was approximately 12 minutes. The blood loss was 1500 ml since they exchanged all tubing, except the cannulas in the heart. The patient did well post operation. The pump is out of service. According to the information available, the circuit breaker on the hlm had been tripped, and the team was unaware of this situation, besides the indications of the hlm being on battery source.